Manufacturer narrative:
(B)(6) 2015 01:26 pm (gmt-4:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The defective power supply board was requested for an investigation. After the investigation results are available a final report will be submitted.

Event description:
Description from the customer: "it was reported that the r56 thermistor on the power supply board failed." (B)(4).

Manufacturer narrative:
The investigation was completed and the results were documented as follows: the thermistor r56 had been replaced several times, because the thermistors were destroyed by an overload. This issue was solved by replacing the thermistor with a thermistor with a more than six times higher energy handling capability. In a field-action all known power boards in the field have been replaced by the improved power board with the thermistor with a higher energy handling capability. Since this field action this issue occurred only at one location, but several times. Due to the fact, that we already use an oversized thermistor, we can exclude, that the thermistor was destroyed by an ordinary turn on of the compressor. A new analysis of the possible failure modes of the thermistor delivered the possibility, to destroy a thermistor by a so-called hot restart. Ametherm, the manufacturer of the thermistor confirmed, that ¿it is possible that if the thermistors are not cooled down that a hot re-start will damage the parts¿. For this reason we assume, that the thermistor was destroyed by a hot restart. Final conclusion: the most probable cause for the failure is a hot restart after approximately 2 - 5 minutes. This follow-up report serves as the final report for this reported incident.

Event description:
(B)(4).